Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a few weeks ago and the manufacturing representative (rep) noticed that the patient's ins had slid down out of the pocket. They stated its was in their buttock region.

Event description:
Additional information was received on 2026-mar-11. The patient reported that they met with the rep on 2026-feb-16 and they adjusted their device higher than ever before. They said it worked, but it felt like something was sticking them. They had the device off again from 2026-feb-25 through 2026-mar-9 or 10, but it was now back on and working fine. They have another appointment coming up with the doctor and rep on 2026-apr-03 where they will be rechecking their device, especially there had been sensation that hurt like a wire was sticking them. They also added that it seemed the device may have slipped out of place and was beginning to sink into their butt muscle. Not it the hip area now, but more in the middle of the butt muscle. The rep added that they would look into doing a pocket revision, but no decision had been made. They were going to continue to monitor to see if the ins moved anymore or if the patient found it difficult to connect.

Manufacturer narrative:
G3: aware date updated as it was incorrect on previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that all things with the patient were on hold and all parties were in agreement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the ins moving was unknown.